Event description:
The user reported that the unit would intermittently fail to turn on. There was no harm to any pt. The problem was traced to a failure of the mother board assembly (590329), but the precise nature of the failure has not been determined. The event is not occurring more frequently or with greater severity than is usual for the device.